Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that a ventilator touch screen was unresponsive. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was tested the touchscreen was checked for functionality and was found to be unresponsive. The touch screen cable was not fully connected. It was reconnected and the device passed all testing. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.